Manufacturer narrative:
Evaluation summary: no lot number or sample was provided, therefore no specific investigation could be done. All syringes are visually inspected on correct assembled luer lock adaptors. When the instructions for use were not followed (if not assembled according to the directions for use) a malfunctioning of the device could be simulated. The root cause was unable to verify. (B)(4).

Event description:
A nurse reported that when she was using the syringe to put the viscoelastic on top of the eye the upper part (with the luer lock connection/adapter) on the syringe felt off on the floor. There was no patient harm. A new syringe with viscoelastic was opened and the surgery was completed with no further issue. No further information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).